Event description:
It was reported that this device was beeping. The patient had a recent amputation surgery with magnet use. Technical services suspects this may be a false battery depletion alert due to prolonged magnet usage. The patient went to the clinic and the device was still beeping. Technical services walked the clinic through successfully resetting the beeping. Technical services advised that, although we are fairly certain this is a false positive event, the clinic should send in the device downloaded data for analysis. There were no adverse patient effects reported. The device remains in service.

Event description:
This supplemental report is being filed to provide additional information for the h11 section of tab h. Device manufacturers only. It was reported that this device was beeping. The patient had a recent amputation surgery with magnet use. Technical services suspects this may be a false battery depletion alert due to prolonged magnet usage. The patient went to the clinic and the device was still beeping. Technical services walked the clinic through successfully resetting the beeping. Technical services advised that, although we are fairly certain this is a false positive, the clinic should send in the device downloaded data for analysis. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of tone pattern as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.